Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. This was discovered after sterilization.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Not all pieces were returned. Visual evaluation of the returned device shows the repeated use and a post feature had fractured. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined as the condition and frequency of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.